Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. Per the dexcom user guide: "ages 18 years and older: insert in your belly." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter was being worn on the back of the customer's arm, and was not within line of sight of the pump. The customer indicated that the pump and transmitter would be moved within line of sight and that tandem technical support (cts) would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue.